Event description:
It was reported that the pta balloon ruptured during the dilation of a large calcification in the femoral artery and the balloon catheter was unable to be removed from the vessel. A femoral arteriotomy was performed to remove the balloon. Current pt status is unk.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.